Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level ranged between readings of 400 to ¿high¿ (value not provided). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.